Event description:
Percutaneous coronary transluminal angioplasty was done on patient on the 1st diagonal and from mid to distal left circumflex. 2 stents were overlapped from the mid to distal left circumflex using cypher select plus 13300 and 13350 which were post dilated using a high pressure 3.5 balloon. Upon completion of the procedure, patient complained of chest discomfort, but it was attributed to possible stent stretch. Patient was given morphine and sent back to the ward. 2 hours later, patient started having st elevation and was sent back to the lab for an acute procedure. Angiogram showed sub acute thrombosis occurring on the overlapping part of the stents. The thrombus was removed and a high-pressure balloon (size 3.25) was used to dilate the overlapping stents again.

Manufacturer narrative:
This product with catalogue number crb13350 is not distributed in the united states, however, it is similar to a product with catalogue number that is sold in the united states. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-00172 and 9616099-2007-00173. Additional information will be submitted within thirty days upon receipt.